Event description:
.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary analysis revealed a battery filter capacitor was leaking excess current, which caused the battery to deplete ahead of projected longevity.

Event description:
The device was returned, analyzed and tested out of specification during manufacturer's analysis. No patient complications have been reported.